Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The displacement test functioned properly. Unit received with cracked reservoir tube lip, minor scratched display window, missing end cap sticker, cracked case at the reservoir tube window corner, missing back address label and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 198mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.